Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes/messages.

Event description:
The customer reported alarm error codes/messages.

Manufacturer narrative:
Added d10. Corrected h6 (device, method, results, conclusion), h10, g4. A review of the device history record for sn (B)(6) was performed from 10/06/2008 to 08/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the bezel causing 211.2000 error.